Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that after the device was dropped, there was some damage to the case where the front panel connects to the rear casing. The device was also displaying a service indicator and error codes. There were no reports of patient use associated with this event.